Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and any release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer by the end user, per the end user, "hemodialysis patient arrived for scheduled dialysis treatment. Patient arrived from nursing home via wheel chair with nursing home unknown sling pad underneath patient. Upon transferring and lifting patient from the wheel chair to the dialysis chair utilizing the joerns hoyer lift, the patient slipped out of sling and fell to the floor striking her right shoulder on the right leg of the hoyer lift. Patient complained of right shoulder pain and was transported 911 to hospital. Patient was later released from the ER and transferred back to the nursing home. Patient suffered a surgical neck fracture on the right humerus." Upon speaking with the facility, it was determined that the patient was not positioned correctly in the sling and slipped out of the side of the sling. The sling is from an unknown manufacturer. Two facility staff members inspected the lift and sling after the incident and determined that they were in good working order. The lift was returned to service at the facility. Complaint#60099355 and ra#84070172 were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.